Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a minicap transfer set and the titanium adapter. This was observed during a routine cleaning and transfer set change in the clinic. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.